Event description:
A (B)(6), white, male, admitted to hosp on (B)(6) 2011, with diagnosis of aortic valve stenosis. On (B)(6) 2011, the pt underwent aortic valve replacement surgery. Episode of confusion and acute blood loss for which 2 units of prbc were transfused. The pt was later discharged home on (B)(6) 2011. The pt was readmitted ib (B)(6) 2011, due to experiencing intermittent fever for a week or so prior to readmission. Pt had been treated with amoxicillin by pcp with no therapeutic response. Therefore, pt was readmitted for endocarditis evaluation. During coarse of readmission, pt was treated with vancomycin, amikacin and biaxin. However, several blood cultures revealed acid-fast bacilli with causative agent mycobacterium abscessus-chelonae. As recommended by infectious diseases consultant, the pt was transferred for further eval at a tertiary center on (B)(6) 2011. While at other facility, on repeat echo done (B)(6) 2011, endocarditis is noted as, "...significant thickening of the left cusp of the bioprosthetic valve."